Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2014, a (B)(6), female patient presented for an endovenous laser procedure. It was reported that during the procedure, during pull back, the physician encountered difficulty withdrawing the guidewire from inside the dilator and the guidewire began to unravel. The guidewire was set aside and a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to this event. The disposable device has been returned to the manufacturer for evaluation.